Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the nordic bluetooth device, global transmitter final functional test and the data file was reviewed. Loss of connection less than one hour was confirmed. Signal loss up to one hour is within specification; the device operated within expected performance. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.